Event description:
It was reported that the stent damage occurred. The target lesion was located in the severely tortuous carotid artery. An 8.0-21 carotid wallstent was selected for use. However, it was noted that the stent strut was kinked while advancing through the lesion. The procedure was completed with another of the same device. There were no patient complications as a result of this event.